Event description:
A report was received that the patients lead might have moved. It was mentioned that the patient was experiencing pain, pinching,and swelling around the right shoulder blade. The patient was administered injections. The patient was reportedly doing well.